Event description:
The procedure was conducted under "compassionate use." The pt had very difficult anatomy, and a very tight distal aorta. Both of the pt's internal iliac arteries had previously been embolized. With the introduction of the delivery systems, the vessels straightened out significantly, and there was what appeared to be extra vessel length to contend with. Both leg grafts were deployed inside the limbs of the main body graft successfully. Post angiogram noted the the ipsilateral iliac leg graft had fallen short of the desired landing zone, due to the straightening of the vessel. An iliac leg extension was deployed distally, in order to provide a secure seal at a better location. Another MFR's stent was placed inside the iliac leg extension in order to provide more body to the graft, due to the apparent constriction of the lumen as a result of the disease in the vessel. With the placement of graft for additional radial force, a better flow was viewed through the lumen on the ipsilateral side. Diminished flow was also noted in the limb of the contralateral iliac leg graft. Stenosis was noted in the vessel as well as a constriction of the limb observed in the distal aorta. Two kissing balloons were inserted and advanced through the arteries up to the bifurcation of the main body graft. Both balloons were inserted and advanced through the arteries up to the bifurcation of the main body graft. Both balloons were inflated during which time it was noted that when the balloon on the contralateral side was deflated, the limb appeared to "buckle." Another MFR's stent was deployed inside the leg graft at the junction with the main body in order to add the needed support to ensure patency of the limb. Post angiogram noted a visual improvement of the lumen patency. Procedure was concluded with decent results and an increased flow through the limbs. Please refer to 1820334-2004-00251 and 1820334-2004-00252 for additional info.